Event description:
On (B)(6) 2009, the pt had t2 femoral nail implanted (placed by the antegrade). On (B)(6) 2010, removal of the nail took place due to bone consolidation. When the surgeon removed the nail, part of distal screw hole of the nail was broken. The surgeon was not able to remove broken part of the nail and the surgery was completed.

Manufacturer narrative:
Na